Manufacturer narrative:
During processing of complaint , attempts were made to obtain explant date information. Further information was requested but not received. The explant is an approximate date as the exact date of the surgical intervention was undetermined. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer reference number. Device 2 of 3. 1627487-2019-08358. 3006705815-2019-02754. It was reported that patient experienced ineffective therapy. As a result patient underwent scs system explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.